Event description:
Customer reported that an operator suffered a laceration to the back of their right thumb while unloading a washer. The customer uses the washer to process only instrument trays. They use a 3-level manifold rack to load the instrument trays for processing. Since the washer is not used for any other devices, the 3-level rack is never removed from the chamber, and the operators slide the instrument racks in and out to load and unload the washer. The operator scrapped the top of their thumb on the bottom of the door while accessing on instrument tray on the top shelf of the 3-level rack.